Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, a 2.5x12 rx xience prime stent delivery system (sds) was advanced toward an 85% stenosed, mildly calcified lesion in a side branch of the heavily tortuous mid diagonal coronary artery, but was unable to cross through an unspecified implanted stent and became caught. The rx xience prime was withdrawn against resistance. A 2.5x12 non-abbott bare metal stent was able to cross through the previously implanted stent. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.